Manufacturer narrative:
The software analysis reviewed the logs but provided insufficient information to determine root cause of the reported behavior. System log showed the system shutdown immediate after the usb detected axiem 3 controller was plugged in. Shutdown was an immediate power off with no logged steps as a software graceful shutdown would provide. Nothing in the logs to determine the cause of the immediate shutdown after usb detected the axiem 3 controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9736113, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and the issue was resolved once the system was rebooted. The software logs were received for analysis and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the loaner system shut down in a clinical case and had difficulty booting back up. It initially showed "localizer failure", then that recovered, followed by the main cart shutting down on its own. Leaving the camera cart on and disconnected. They were able to get it to boot again before it shut down again, followed by the fans on the uninterruptible power supply (ups) cycling. Troubleshooting included disconnecting both carts from each other and the wall power. Then shutting down both carts, and then they held the power switch on both carts to discharge the ups's. After that it was able to boot successfully and they went into stealth to continue the case. No further information was received. Update from the manufacturer representative stating that they had a ¿localizer failure¿ red bar showing up. It seemed to be corresponding with use of "bovi smoke evac." It was unknown if the "bovi" use actually had an impact on the "localizer failure" message, or if it was just unfortunate timing. Additional information received stating that the issue occurred during a shut procedure. There was a 15 minute delay in the case. No impact on patient outcome.